Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: - operation manual 3.3 inspection of the endoscope shows how to detect the events. - reprocessing manual 5.3 preclean the endoscope and accessories 5.5 manually cleaning the endoscope and accessories shows how to prevent the events. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii duodenovideoscope was returned for an annual check. During routine inspection of the device by olympus, a foreign material was found at the distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for an annual check. In addition to the foreign material found at the distal end, other evaluation findings are as follows: the adhesive around the light guide lens was dirty; the switch box and the bending tube were deformed; the bending angle in the up direction did not meet standard value due to wear of the angle wire; the adhesive around the objective lens was discolored; and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.